Event description:
It was reported that iag bc pro global blu 22ga x 1.0in had foreign matter. The following information was provided by the initial reporter: this is a report about discoloration of the finger grip of insyte autoguard. According to the customer's report, when the hcp checked the product in an unopened package before use, the finger grip was found to be discolored to brown.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/22/2021. H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unopened unit and three photos. During the visual/microscopic examination it was observed that grip material was discolored. The reported defect was confirmed. The discoloration was determined to most likely be a result of burn marks on the grip component originating during the molding process. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that iag bc pro global blu 22ga x 1.0in had foreign matter. The following information was provided by the initial reporter: this is a report about discoloration of the finger grip of insyte autoguard. According to the customer's report, when the hcp checked the product in an unopened package before use, the finger grip was found to be discolored to brown.